Event description:
It was reported that an ilet user attempted to pause insulin delivery for a shower when the touchscreen did not respond to time adjustment. The user disconnected without pausing and later reconnected, after which the pause menu functioned normally while on a call. Symptoms included elevated blood glucose reportedly at 190 mg/dl before the shower and back in range after reconnection. Outcomes included no medical intervention, no hospitalization, and resolution of the issue through user guidance. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed touchscreen use difficulty consistent with user-interface interaction rather than a device malfunction. It was concluded that the device performed as expected and that user technique contributed to the reported experience.